Event description:
Lead integrity alert (lia) triggered satisfying the 2 conditions of over-sensing for sensing integrity counter (sic) and high-rate non-sustained ventricular tachycardia (vt) (hrnsvt). Looking at the episodes, electric potential was confirmed as a metal noise. The rv lead was linox (biotronik) implanted in 2011. A disconnection (fracture) is strongly suspected. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).